Event description:
It was reported that the patient felt that she was not getting "usual dosage" of medication and pain relief, was "sweaty and shaky". Patient "typically experienced return of pain a week before refill and then after refill it helped more with pain". The last refill was on (B)(6) 2011 and since this refill this "typical pain relief" had not occurred. Patient had experienced increased pain about 2-3 weeks prior to this refill. Patient was at home at the time of this report. It was stated that since the last month "position of pump had started to change and it had started to flip", especially when she sat the "pump moved back and forth some". With the last couple of refills, healthcare professional (hcp) had more difficulty finding refill port. It was also stated that after pump was first implanted it had "flipped once". There were no alarms, and no volume discrepancies noted at the last refill. Drug delivered via the device was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted on: (B)(6) 2005, explanted on: unk.